Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorrhagia (bleeding between(b/w) periods)"), pelvic congestion ("pelvic congestion"), endometriosis ("signs of endometriosis") and polycystic ovaries ("cysts on ovaries") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, pelvic congestion, endometriosis, polycystic ovaries and uterine leiomyoma had resolved. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, heavy menstrual bleeding, intermenstrual bleeding, pelvic congestion, pelvic pain, polycystic ovaries and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorrhagia (bleeding between(b/w) periods)"), pelvic congestion ("pelvic congestion"), endometriosis ("signs of endometriosis") and polycystic ovaries ("cysts on ovaries") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, pelvic congestion, endometriosis, polycystic ovaries and uterine leiomyoma had resolved. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, menorrhagia, metrorrhagia, pelvic congestion, pelvic pain, polycystic ovaries and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & new events- pelvic pain, abdominal pain, menorrhagia, metrorrhagia, pelvic congestion, signs of endometriosis, cysts on ovaries, fibroids, were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.